Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of returned device found distal tip damage, loose prism, damage to the negative lens and fiber damage. The reported malfunction was duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an arthroscopic procedure, the scope was unable to focus the image. Surgery was completed with change in technique to an open surgery. There was a surgical delay of 1 hour, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).